Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. It was indicated the patient was having rates down to 50 beats per minutes and the system was set to 80. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.